Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after treatment with ak98 machine, an excess ultrafiltration (uf) volume of 0.9l occurred in a pediatric patient with a dry weight of (B)(6). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however lox files were provided for analysis. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of the reported event could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.